Event description:
It was reported that during a prostate procedure, the surgical fiber failed to reach the maximum joule limit; the fiber failed at 48,862 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."

Manufacturer narrative:
(B)(4). Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.